Manufacturer narrative:
This MDR is a result of an investigation finding: a device history record review showed no non-conformances associated with this issue during the production of this batch. Bd received one unsealed q-syte unit. Additionally, one photo was provided. The photo displays the q-syte unit with blood inside the housing. Visual inspection of the physical sample confirmed what the photo displays. The unit was dissected and inspected. The slit on the top body appeared to not be centered correctly. With the slit not centered properly, the connection cannot be made through the septum properly. The connection will only go through the top body, resulting in the fluid not flowing through the septum correctly. The reported nonconformance has been confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error in the packaging process. This type of defect may occur during manufacturing due to a misalignment failing to properly fix the septum in place during alteration. Blade quality and slit dimensions are checked regularly during production to monitor and addresses this issue. The appropriate personnel have been notified and complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd q-syte - standalone india septum damaged identified during device investigation. The following information was provided by the initial reporter: after attached new q-syte stand alone, blood enters below the septum area, even after flushing, blood stuck as it is. No course of treatment changed. Pharmacy replace the particular unit. Investigation finding: septum damage lead to observed leak.